Event description:
Report 2 of 2 it was reported that while using bd preset¿ eclipse¿ there is clotting of an unspecified number of samples. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary material #: 364390. Lot/batch #: 3186082. Bd did not receive returns or photos for this batch. Therefore, 10 retention samples from lot 3186082 were evaluated for their heparin content and the indicated failure mode for clotting with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Report 2 of 2 it was reported that while using bd preset¿ eclipse¿ there is clotting of an unspecified number of samples. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.